Event description:
Patient called to report problems with her abbott freestyle libre 2 cgm and sensors. Patient stated she's been using these devices for a year now and from the beginning she's had issues with the sensors falling off, sensors not reading properly, rashes and burn like welts where the sensors were applied and inaccurate readings where the reader "goes nuts". Patient stated at times, her reader reads over 150 points higher than her actual blood sugar is. Patient said this past sunday the freestyle reader said 269, but her finger stick reading was 140. Patient stated that if she had taken insulin based on the reading from her freestyle libre it could have been a life-threatening situation. Patient stated she is not happy at all with this device and feels they false advertise as she can't rely on the readings from the device and still must use finger stick results to obtain accurate blood glucose readings. Patient said she would like an investigation into this device and said she knows many other people have the same issues. Patient stated there is too big of a difference between readings and the device is not dependable and could result in someone losing their life. Patient also stated she's had to return sensors due to being faulty and the failure rate is 1 out of 3.